Event description:
During a routine hemodialysis treatment, multiple arterial pressure and arterial air alarms occurred that could not be resolved. Treatment was ended and rinseback not performed resulting in an estimated blood loss of 190cc. The patient's routine epogen dose was increased from 9000 units per week to 28000 units per week. Alarms were attributed to access stenosis. Patient is scheduled for an access revision. No further medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to inadequate vascular access flow caused by access stenosis. Facility staff noted that the patient had multiple similar events in the same timeframe that were not reported to nxstage and also resulted in a blood loss. The user guide includes probable causes and adequate instructions regarding alarm recovery. Nxstage medical considers this report closed. No additional information will be provided.